Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the rv lead replacement an attempt to implant the lead failed due to resistance to insert the stylet fully. The lead was replaced. The patient was stable.